Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose protruded drive support disk. Unable to perform the a21 error test, prime test, excessive no delivery test and occlusion test due to motor error. The insulin pump was received with normal operating current and passed self test and off no power test. The insulin pump passed the displacement test. The motor was tested outside of the device and passed. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during the priming process. The blood glucose reading was 195 mg/dl. There were no significant events leading to the alarm observed. The customer is using a different insulin pump as their back-up plan. The customer was advised to return the insulin pump for analysis. The insulin pump will be replaced.